Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device automatically ran without the footswitch during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device automatically ran without the footswitch at the user facility. Attempts are being made to obtain additional information from the user facility.